Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported experiencing blurry vision when he first woke up following bilateral intraocular lens (iol) implant surgery. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the left eye.